Event description:
Boston scientific crm received information that during a recent implant procedure this patient experienced high out of range impedance measurements of greater than 2500 ohms, as well as loss of ventricular capture and poor sensing. The device was checked again, and all numbers were within range, so the patient was sent to recovery. The following day the device was checked and experienced all the same issues. The physician decided to bring the patient back in and removed the device from the pocket, removed the ventricular lead and tested it. The lead tested fine. The lead was then put back in the device header, making certain to obtain good contact, and the lead and device are now working appropriately. The patient at this time is not pacing in the ventricle.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.